Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch #507d97. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ees ech60l device was returned with no apparent damage and with an gst60t reload loaded on the device. The reload was received fully fired with one b-formed staples on the deck. The device event log was reviewed and indicated that the device had a high force to fire for one of the clinical firings, suggesting firing over an obstruction or tissue that was too thick. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record was performed for the finished device ech60l lot number a97l7y and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 507d97, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the echelon 3000 was used with its first firing on the antrum of the stomach. The device was positioned and the jaw closed without issue. Upon firing the motor seemed very labored and was 3 - 4 times as slow to complete the firing which the surgeon uses the pulse technique when firing. The echelon completed it's firing cycle and upon release of the firing trigger the device was again very slow in returning the knife blade assembly to the start/finish position (approximately a minute to do so). The device was then opened and articulated into the neutral position without any further issues. The thought in theatre was that this is a battery issue and therefore a new device was opened to avoid any further potential issues with a stapler and battery that had caused problems. The faulty device was removed and replaced with new device to complete the procedure with a delay of five minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 1/7/2026 d4 batch #507d97. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ees ech60l device was returned with no apparent damage and with an gst60t reload loaded on the device. The reload was received fully fired with one b-formed staples on the deck. The device event log was reviewed and indicated that the device had a high force to fire for one of the clinical firings, suggesting firing over an obstruction or tissue that was too thick. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. A manufacturing record evaluation was performed for the finished device batch number 507d97, and no non-conformances were identified.